Event description:
Md attempted delivery with mityvac application. Mityvac applied x 1 uterine contraction. Attempted to deliver infant with 3rd maternal push and with 3rd pull by md, stem broke at insertion site located in center of mity vac cup. No pop-off's of mityvac noted during attempts at delivery. Decision made for primary c-section. No apparent injury.